Event description:
Pump over-infusing. Nurse supervisor stated that the secondary infusion was complete. The pump was used on a patient. The pump reverted to an incorrect initial rate. The primary rate changed to 620cc/hr instead of 100cc/hr as programmed. The pt is fine.

Manufacturer narrative:
The device eval is underway. Results will be reported when the eval is completed.